Manufacturer narrative:
Additional information added; b.7, and h.6. (Patient code) section; b.5. (Event description - patient/event information clarified) no product will be returned per customer. The customer complaint of pca tubing leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the pca tubing containing dilaudid leaked in the bone marrow transplant unit. This impacted patient care as there was a delay in the delivery of the patient¿s pain medication. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pca tubing containing dilaudid leaked on the bone marrow transplant unit. This impacted patient care because there was a delay in the delivery of patient¿s pain medication.